Event description:
Event description guidant received information that this boxed implantable cardioverter defibrillator (ICD) failed final pack testing. The device was returned from manufacturing to guidant's reliability assurance laboratory for further evaluation.